Manufacturer narrative:
(B)(4). Insulin pump received with missing segments, partial display due to cracked and bleeding lcd glass. Unable to perform the displacement and self-test due to missing segments, partial display. Insulin pump had cracked battery tube threads, cracked case (battery tube), label damage. Insulin pump p-cap, test reservoir does not lock in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case on display. Customer stated that insulin pump was bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.